Manufacturer narrative:
Product ID 97740, serial # (B)(4), product type programmer, patient; product ID 9 7754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the left lead (0-7) had a high impedance issue. It was noted that the lead was revised one day prior to report. It was noted it was unsure when the impedance issue first occurred but was within the last 6 months. It was noted the high impedances were believed to have been sudden and there were no falls or trauma. It was noted that after the revision ¿all was good.¿ additional information received reported the high impedances were all >10000 on the 0-7 lead. It was noted the cause of the high impedances was unknown. It was noted there were no fractures seen on the patient¿s x-ray. It was noted the lead was replaced and they are now receiving great coverage. It was further reported the lead revision was for the high impedance issue addressed in previous call and for not receiving adequate therapy.